Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the viewing station of the imaging system would not power on. To resolve the reported issue, the viewing station of the imaging system uninterruptible power supply (ups) battery was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups battery has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system was beeping and the station would not power on. The site confirmed that the outlet used was operational. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the batteries failed load testing. Once replaced, the unit functioned as designed. Indicating an electrical based failure mode.